Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence and infection are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and infection(early onset).

Event description:
Healthcare professional reported an implant removal due to an infection that caused an occurring wound opening. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: infection (early onset): unable to observe as it is not related to the device. Wound dehiscence: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported an implant removal due to an infection that caused an occurring wound opening. This record is for the right side. Device was explanted.